Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(6) , registration number: (B)(4). The astato xs 40 guide wire was returned for evaluation. The coil of the returned guide wire was loosened distal to the mid solder (fixes the coil onto the core) located at 15mm from the tip. The loose coil was gathered distally. On the distal end of the guide wire, the loosened coil was detached from the tip solder. The fractured end of the coil showed characteristics of fracture by (B)(4) that was generated when the coil was loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to the observed detachment of the coil. The applied stress would accumulate and exceed the product design limit when the tip was being trapped and restricted its movement likely by the lesion; the coil would become loose, fractured at the soldered point, and eventually detached from the solder. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that a ppi was performed to treat a heavily calcified cto in the common iliac artery where an asahi astato xs 40 guide wire was noted almost detached under fluoroscopy after it crossed the lesion. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by stent deployment. The patient was discharged home after the procedure. There were no adverse patient effects associated with this event.